Manufacturer narrative:
1/14/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the insulation on the instrument was damaged and the surgeon received tissue burn. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.